Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Pump received with cracked reservoir tube lip and stained end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and number were ramping on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 206 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.